Event description:
Customer reported an intermittent iris pot error. No pt injury was reported.

Manufacturer narrative:
Customer cancelled call, third party will repair. This MDR is related to ge healthcare complaint number.